Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported a return of left hand tremor and worsening speech which had started in (B)(6) 2016. The patient had fallen in (B)(6) 2016 and hit their right implantable neurostimulator (ins) badly, there was a black and blue square over the ins. The right ins felt like it was floating around and the patient could not feel the hook up. The left ins was working. The patient had to increased their levodopa medications after the fall. The device was checked with the patient programmer, stimulation was on and ok on both sides.

Event description:
Additional information received from the patient reported that the device was reprogrammed which resolved the speech and "electric shock" feelings in the neck. The patient's tremor persists but not as intense. It was stated that an x-ray of the chest and neck showed the lead did not fracture but was severe degenerative joint disorder. Impedance studies concurred and the patient decided to "follow conservation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.